Manufacturer narrative:
Qn#(B)(4). Per customer provided information the ohr for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 100 pc. Lot in march of 2015. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 100 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
Jaws are twisting and not holding the clips, when taking down ima (inferior mesenteric artery) in cardiac case, coronary artery bypass (cags). Damaged to the ima occurred. Latest incident occurred on friday(B)(6) 2021 but has been reported for the last 6 months. Refurbished replacement appliers were swapped over, however issue still occurred. Appliers sending back are from prior, will send remaining when received. Customer described damage as shredding of the ima. New clip applier was used until suitable, clipped above previously damaged area. Ima was still able to be harvested for bypass. Patient is fine, surgery was still successful. Customer described damage as shredding of the ima. New clip applier was used until suitable, clipped above previously damaged area. Ima was still able to be harvested for bypass. Patient is fine, surgery was still successful.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
Jaws are twisting and not holding the clips, when taking down ima (inferior mesenteric artery) in cardiac case, coronary artery bypass (cags). Damaged to the ima occurred. Latest incident occurred on friday (B)(6) 2021 but has been reported for the last 6 months. Refurbished replacement appliers were swapped over, however issue still occurred. Appliers sending back are from prior, will send remaining when received. Customer described damage as shredding of the ima. New clip applier was used until suitable, clipped above previously damaged area. Ima was still able to be harvested for bypass. Patient is fine, surgery was still successful. Customer described damage as shredding of the ima. New clip applier was used until suitable, clipped above previously damaged area. Ima was still able to be harvested for bypass. Patient is fine, surgery was still successful.